Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that there were leaks in the reservoir. Customer stated that they had noticed leaks both during normal use and during fill tubing. Leaks occurred at o-rings and customer stated that they can smell insulin in the reservoir compartment. The customer also sometimes notices air bubbles in reservoir even if there are no bubbles present during the reservoir change. Customer stated that she has noticed this with two different boxes. The customer was advised to call back for further troubleshooting if issue persists. The customer's blood glucose level was 10.5 mmol/l. The product will be returned for analysis.